Event description:
Patient reported, the infusion adapter on the infusion device is leaky. Patient stated, he administered 6.0 units of insulin via the infusion device on (B)(6) 2011 at 4am. Patient stated at 1:30 pm, he was very thirsty and felt sick. Patient reported his blood glucose level was 599 mg/dl, he administered insulin via the infusion device, and then he saw insulin was delivered between the infusion adapter and the luer connection. Patient stated at 3:24 pm his blood glucose level was 393 mg/dl. Patient's normal blood glucose is 120 mg/dl. Patient is using a competitor's infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion adapter for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.